Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to moisture damage on the motor. The analysis team was unable to perform the self test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. Moisture damage found on the electronics also. The pump had a cracked case at display window corner, reservoir tube lip, stained end cap sticker and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The patient¿s blood glucose was 79 mg/dl. The customer states the insulin pump was exposed to fluid/moisture and pump went snorkeling for about 10-15 minutes. Customer went swimming with the pump. Customer reports there is fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.